Event description:
Medtronic cgm device registered blood glucose low to normal, fingertip bg was over 400. Then at another time cgm registered high and fingertip test registered low to normal. Unable to trust cgm, so discontinued use due to unreliability. When you pay money for this kind of technology, you expect it to work properly. I called medtronic due to failure of the equipment and was given 2 free sensors. Almost all of the sensors I was sent failed in some way. I was only able to use about 5 of the 15 or so sensors I was sent. It is clear to me that medtronic had issues with the enlite cgm and that it received FDA approval before it was proven safe and effective. I was told that I was not placing the sensors properly, but I had followed the instructions on site placement according to instruction. I left emails and messages for sales rep to call me and they never did. I am so very disappointed in this product which I payed money for and now I have no way to continuously monitor blood glucose, because I refuse to pay for more faulty sensors. I will have to find another cgm that I can afford, because my insurance will not help me buy another one.